Manufacturer narrative:
Due to character restrictions in block e1 event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) displays an autofill failure alarm. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the autofill failure alarm came on during the self test. The fse found leakage in blood detect tubing. To fix the issue, the fse replaced the blood detect tubing. The unit passed all functional and safety tests, and was returned to customer.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).